Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 02/07/2017 with the following findings: the power complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues. A battery compartment crack was observed. The battery cap was undamaged and its contact dimensions were within specification. The pump was able to complete a prime sequence and 24-hour test without issue of alarm. No damage or defect was found to the pump's power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.